Event description:
Rt [respiratory therapist] acquired abg [arterial blood gas] via radial puncture on pico syringe. Sample was "clotted." Micu [medical intensive care unit] fellow to bedside with ultrasound to attempt abg puncture with pico syringe. Sample clotted x2 again in the hub of the needle. Patient poked multiple times causing delay of care and discomfort.